Event description:
A pt service rep (psr) called zoll lifecor customer support service to report that the battery of a (B)(6) male pt displays a battery fault light when on the charger. The pt was provided with a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. The battery pack was found to have a voltage output below 7 volts. The cause for the low voltage output was likely a result of defective cells. The root cause of the defective cells cannot be positively determined. No adverse event resulted from the defective battery. The pt received a replacement battery.